Manufacturer narrative:
The field service rep determined the sys water valve body is cracked and the drain sys is clogged. He replaced the valve body and cleaned the drain sys. He ran primes, measuring cell preparations and quality control to verify analyzer operation.

Event description:
Customer reported the valve body on the water reservoir is cracked and leaking. She noticed it when she took it out to fill with water. Customer stated the leak was contained with a paper towel and is only a drip leak. She states the leak does not go into a walkway and does not stop when the water reservoir is replaced on the analyzer.